Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 145 mg/dl using truemetrix air meter and test result reported of 80 mg/dl using another device. The customer is also concerned with the result of 263 mg/dl in the meter's memory. The customer's expected fasting blood glucose test result range is 126 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/21/2018 and open vial date is 02/10/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:263mg/dl. Customer is concerned with high readings. Result of concern is 263mg/dl fasting. Normal fasting range is 126-145mg/dl. Customer denies having signs and symptoms of hyperglycemia. Customer denies need for medical assistance.